Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that the pump assembly was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.